Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found.

Event description:
Related manufacturer reference number: 2017865-2023-13460 and 2017865-2023-13463. During a remote follow-up, the patient's pocket was observed to be swollen and discolored. The patient was hospitalized and administered medication. Additionally, a blood culture was performed, but the results were not provided. The device, right atrial (ra) lead, and right ventricular (rv) lead were all explanted to resolve the event. The patient was stable and will continue to be monitored.